Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the burr hole device (l/n 082m12924a) found the claw of the metal tip had a slight bend and the metal tip did not meet specification from the frame tip of the insertion tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative that the insertion tool would not fit in the clip hole. There were no known environmental, external, or patient factors that may have contributed to the issue. Diagnostics included trying a different insertion tool, but it still wouldn¿t fit in the clip hole. To resolve the issue, a new clip and a new insertion tool were used. The issue was resolved at the time of this report. The healthcare professional had no further information on this event.

Event description:
2024-oct-23 mpxr (B)(4) (rep, hcp): it was reported by the manufacturer representative that the insertion tool would not fit in the clip hole. No known environmental, external, or patient factors may have contributed to the issue. Diagnostics included trying a different insertion tool, but it still wouldn¿t fit in the clip hole. A new clip and insertion tool were used to resolve the issue. The issue was resolved at the time of this report. The healthcare professional had no further information on this event. 2024-10-25 e1, (rep): no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.